Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Blood on the adhesive was not observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (initial factory setting). Observed the sensor plug to not be fully seated. Removed plug and inspected the plug assembly, observed side snaps to be uncurled evidence the plug was not fully seated. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a sensor error (check sensor) message on the same day she applied the adc freestyle libre sensor. Customer further reported that at 3:04 pm on (B)(6) 2019, a capillary test was performed, and it indicated customer was hyperglycemic and she experienced symptoms described nausea, agitated and thirsty. Customer was unable to self-treat and a third-party administered humalog insulin for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error (check sensor) message on the same day she applied the adc freestyle libre sensor. Customer further reported that at 3:04 pm on (B)(6) 2019, a capillary test was performed, and it indicated customer was hyperglycemic and she experienced symptoms described nausea, agitated and thirsty. Customer was unable to self-treat and a third-party administered humalog insulin for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.